Event description:
This is a spontaneous case report received from a healthcare professional (hcp) in united states on 07-jul-2016 which refers to a (B)(6) female patient who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 (lot number d19660). Additional information was received from the hcp on (B)(6) 2016. Essure handle was stabilized to the hysteroscope, wheel on the handle was rolled back until it stops. Device was adjusted to that the gold marker was located right outside of the tubal ostium. The button on the handle was pressed. The health care professional tried to roll the thumbwheel back, but it was not possible. The device was stuck in the right tube, thus hcp was not able to move forward or backward. Hcp tried to push the button again and rotate the wheel, but was not possible. The device eventually got broken and came out upon a few trial of pulling the handle, leaving a green sheath and part of the coil behind. Hcp re-introduced the hysteroscope, and the segment of the green sheath was removed from the uterine cavity using a hysteroscope grasper. It was removed easily without resistance. The hysteroscope was removed and a hulka uterine manipulator was placed. Right salpingectomy was performed a follows: the fimbial portion of the tube was excised, excision was continued along the border of the fallopian tube and mesosalphinx down to the level of isthmic portion. Fallopian tubal wall was excised, and the portion essure device that was within the uterine cavity was pulled out. A few consecutive cauterizations were made along the mid-portion of the left fallopian tube. All specimen was removed from the abdominal cavity. Sent to the lab. Pathology report on (B)(6) 2016: results were not mentioned. The hcp reported that essure did not deploy correctly in the tube, and had to be cut out. User facility provided the following event problem codes: (B)(4). Follow-up received on 01-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). (B)(4). Rollback difficulty is defined as an event in which either the user is: unable to perform initial rollback of the thumbwheel due to very high resistance; or able to perform initial rollback of the thumbwheel, but the activity is difficult due to higher than expected level of resistance. Several factors can contribute to a rollback difficulty event. The most likely root causes are a defective thumb wheel or defective catheter rack which prevents the rollback mechanism, inadvertent closure of a hysteroscope valve during the placement procedure which binds up the catheter components and prevents rollback movement, excessive solder material which could prevent components from sliding past each other, a damaged micro-insert which could bind the micro-insert to the outer catheter and prevent catheter movement, or tubal spasms which bind catheter components and temporarily restrict the movement of catheter components. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of the catheter and micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device malfunction. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the device eventually got broken, and came out upon a few trial of pulling the handle, leaving a green sheath and part of the coil behind. A salpingectomy was performed. This event, interpreted as device breakage, was regarded as anticipated upon receipt of the product technical analysis. In the present case, during insertion procedure, physician tried to roll the thumbwheel back, but it was not possible; the device was stuck in the right tube. The device eventually got broken and came out upon a few trial of pulling the handle, leaving a green sheath and part of the coil behind. Since the device breakage occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Follow-up from 18-oct-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who underwent an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure the device eventually got broken, and came out upon a few trial of pulling the handle, leaving a green sheath and part of the coil behind. A salpingectomy was performed. This event, interpreted as device breakage, was regarded as anticipated upon receipt of the product technical analysis. In the present case, during insertion procedure, physician tried to roll the thumbwheel back, but it was not possible; the device was stuck in the right tube. The device eventually got broken and came out upon a few trial of pulling the handle, leaving a green sheath and part of the coil behind. Since the device breakage occurred during insertion procedure, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.